Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace curved shears instrument involved with this complaint and completed the device evaluation. Failure analysis investigation identified teflon pad damage. A broken piece measuring approximately 0.36¿ x 0.10¿ in size was not returned for evaluation. The instrument was found with surface damage to the curved blade. Scratch/abrasive marks were found on the curved blade. Damages to the blade are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage was detected by the generator with a solid tone or an error. Root cause is attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the harmonic ace instrument (lot# l90210720 / 0100) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 on system (B)(4). The reported event indicated an instrument usage on (B)(6) 2022. The instrument is single use instrument. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: one of the image shows the instrument tip with a teflon pad that appears to be missing/dislodged from the instrument. The other image shows a metallic fragment pictured on the green pad; however, this piece does not appear to be any component on the harmonic ace instrument. This complaint is considered a reportable event due to the following conclusion: it was alleged that during a da vinci-assisted total hemicolectomy procedure, the harmonic ace curved shears instrument failed intraoperative and a piece broke. Follow up confirmed that no fragment fell inside the patient¿s body. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was returned to isi and failure analysis investigation found missing piece from the distal end of the instrument. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted hemicolectomy procedure, the harmonic ace curved shears instrument was used for a surgical task and a failure was observed. According to the report, a piece of the instrument fell. The instrument was replaced with a backup instrument. The customer completed the procedure with no other issue reported. The initial report indicated that no fragment fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument failure was observed approximately 15 minutes when the surgeon was performing free mesentery. No fragment fell inside the patient¿s body. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The wrist straightened prior to removal. A post-operative test like an x-ray or ultra sound is not required.